Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens. Lens tore while being injected into the pt's eye. The lens was removed with no pt injury. The surgeon used an off-label injection system.